Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred by applying stress such as the following: ·physical stress such as rubbing or hitting insertion section. ·chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual). ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The event may be prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual warns about reprocessing not recommended in reprocessing manual as follows: precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Reprocessing manual warns about storage of endoscope in inferior environment as follows: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported leakage from the channel. The issue was found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported. Device evaluation found the coating on the connecting tube was peeled over 1mm2. This report is being submitted due to the finding of peeled coating of the connecting tube (deterioration, peeling off the coating / marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2) identified during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated . The reported issue of leakage was confirmed. Device evaluation found pinhole at a-rubber (bending section). Due to pinhole, waterproof failure was observed (leakage). Furthermore, peeled coating of the connecting tube over 1mm2 this was due to deterioration, marking disappearance on the insertion section (greater than or equal to 1 x 1 mm2. Additionally, the following defects were identified during device inspection: connecting tube found dented. Angulation in the up direction is out of standards due to the worn angle-wire. Investigation is ongoing. This report will be supplemented accordingly following investigation.